Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display, and it alarmed off no power without any low battery alert. The customer also reported that the insulin pump alarmed battery out limit. The blood glucose reading was 153 mg/dl. The issue was resolved upon troubleshoot, and the customer reported that she had inserted the battery incorrectly. She also noted that the battery cap may have been damaged as well. Advised the customer that a replacement battery cap would be sent. Nothing further reported.